Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) reported that the batteries failed to meet the minimum run time. The batteries were both replaced. The safety disk was due to expire before the next preventative maintenance (pm) cycle, therefore it was replaced as well. The fse performed a complete pm with full calibration, functional testing and safety checks to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
During scheduled preventative maintenance (pm) completed by a company representative, the batteries on this intra-aortic balloon pump (iabp) failed to meet the minimum run time. There was no patient involved, therefore no adverse event was reported.